Event description:
Mechanical ventilator had an intermittent power failure that led to the cardiorespiratory arrest of pt. He was resuscitated 40 minutes afterwards. Pt died 8 days after the incident.